Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead did not provide acceptable pacing. It was further reported that the lead helix became deformed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.